Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 11, 2020 - september 13, 2020. H10: the device was received for evaluation. Visual inspection was performed and a tear was observed in the lower left front side near the edge of the bag. A functional testing was performed which revealed a leak a the affected area. Additional magnified inspection verified a tear/hole in the lower left front side near the edge where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a pin hole located in front left lower seam of the primary container. This was identified during filling. There was no patient involvement. No additional information is available.